Event description:
The customer reported that the system boots up and the memory freezes. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep cleaned the memory card contacts. The system operates as intended.